Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement was used with an acm and cement gun. It was inserted into the femoral canal 7 minutes later from the beginning of mixing. After head neck stem was implanted, the patient's heart stopped during waiting for hardening of the cement. So, the surgeon stopped operation once, and provided cardiopulmonary resuscitation. The surgeon were able to revive the patient. Pressurizer was not used. The canal was washed by a syringe. The intramedullary plug was not used.